Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the turbine stopped and the ventilator gave "vent inop" and "motor fault" alarms five minutes after being switched on. The turbine transducer test passed and the calibration status was a pass also. The ventilator worked properly with another operable turbine. There was no patient involvement associated with this issue.